Event description:
An initial event notification was received by united therapeutics drug safety on 04-feb-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 05-feb-2026. It was reported that the patient received a delivery stopped alarm and their remunity pump would not restart, despite troubleshooting efforts. It was further reported that the patient was without a backup remunity pump, as they had previously encountered issues with the pump and had not reported them to the specialty pharmacy. The patient experienced an interruption in therapy but refused to present to the hospital to continue their infusion. Information received from cvs specialty pharmacy on 03mar2026 confirmed that replacement remunity systems were issued to the patient.

Manufacturer narrative:
Investigation into the reported event is ongoing. Any new, relevant information obtained from the device evaluation and log data review will be provided in a supplemental report. Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful.